Manufacturer narrative:
Additional information has been requested and will be submitted within 30 days of receipt. Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).

Event description:
The hub has a crack.